Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: h2, h3, h4, h6, h11. Correction: h8. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter was present inside the nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the e315 malfunction: corrosion of the scope connector caused e315. The most probable cause of foreign matter inside the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the olympus evis lucera elite device for a procedure, the unit experienced a poor connection and began displaying an e315 error code. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.